Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 issue was verified, but the fill estimate issue could not be verified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.